Manufacturer narrative:
Continued from medical devices: 4076-52 lead implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing/gross atrial undersensing was noted on the right atrial (ra) lead on current egms. No patient complications have been reported as a result of this event.